Manufacturer narrative:
Device is combination product. A promus element plus, mr, ous 3.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 24.6cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-apr-2020. It was reported that advancing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the mid left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to get into the lesion as the wire of the device was crooked. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube detached/separated.